Manufacturer narrative:
An event of material twisted/bent was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, during the procedure, there was manipulations on the device such as unsheathing to ball, counter clock, moving distally and proximally in the ball configuration. The sheath showed a slight kink upon removal of the introducer. In addition, kinked was due to high tsp. Based on the information received, the cause of the reported events appeared to be related to procedural circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of material twisted/bent and material deformation were reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, during the procedure, there was manipulations on the device such as unsheathing to ball, counter clock, moving distally and proximally in the ball configuration. The sheath showed a slight kink upon removal of the introducer. In addition, kinked was due to high tsp. Based on the information received, the cause of the reported events appeared to be related to procedural circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet was selected for an implant using a torqvue sheath 14f 080cm 45x45. The dimensions of the defect was landing zone 16, ostium 20 and depth was 20mm and sizing was done by transesophageal echocardiogram (tee) . During the procedure, access was achieved and the delivery system was advanced across the septum. A 20mm amulet was advance into appendage. Sheath was kinked slightly and when manipulating in ball the sheath and device popped out of the appendage. At this time the decision was made to remove the device and the sheath and perform a new transseptal puncture (tsp) at better location. Initially crossed septum but pulled back and another tsp was performed successfully. At this point increased aortic pressure (ao) were observed and a check with transesophageal echocardiography (tee) showed a pericardial effusion (pe) on the right ventricular which lead to cardiac tamponade. At this point a tap was performed and and 30mg of protemine were given. The physicians continued to drain and infuse her own blood for the next 3.5 hours while administering desmopressin acetate (ddavp), bicarb, calcium, epinephrine, and additional pressors. A pericardial window was performed and a chest tube was put in placed. The patient continued to decline patient was transferred to ICU where improved and per tee the following day no pe was observed. The device was exchanged for a new 20 mm amplatzer amulet that successfully completed the procedure. Patient is stable and improving.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.